Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. It was reported that a (B)(4) patient had a rash under the therapy electrodes. The patient's doctor reported that he would attempt to treat the irritation. It is unknown what medical treatment the patient received. The final medical outcome of the rash is unknown. No allegation of a device malfunction.